Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by fatigue, nausea, malaise and cloudy effluent. One day after symptom onset, the patient was diagnosed with peritonitis. The cause of peritonitis was unknown. It was reported that the patient was hospitalized and was treated with unspecified antibiotics orally (discontinued on an unknown date 5 days from the start date) and with unspecified antibiotics intraperitoneally (discontinued on an unknown date 21 days from the start date). The patient was discharged from the hospital eight days after hospitalization and was recovering from the peritonitis event. Pd therapy was ongoing during treatment. No additional information is available.